Manufacturer narrative:
B5 is being updated to include new and corrected information that was not included in the initial report. The revised b5 provides a complete event narrative. Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in e1 (initial reporter first name, last name). Upon review, it was identified that it was inadvertently omitted from the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The root cause of the injury was not determined due to insufficient clinical details.

Event description:
An impella cp was being placed to support a patient of unknown age and gender admitted with acute myocardial infarction and cardiogenic shock. The patient's underlying history and comorbidities were not shared. The patient was already on veno-arterial extracorporeal membrane oxygenation (va-ECMO), inotropes, and vasopressors prior to cp pump placement. After determining appropriateness for impella cp, a perclose was applied as a pre-operative measure, but it could not be placed, resulting in vascular damage. Because ECMO was in use, other access points could not be used, so impella cp insertion was discontinued. The patient was returned to the cicu on ECMO alone. The doctor noted that the vascular damage was due to his own technique and not related to the impella device. Vascular dissection may be attributed to procedural technique and access challenges.

Manufacturer narrative:
A2, a3, and a4 are unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp was being placed to support the patient of unknown age and gender who had been admitted in with acute myocardial infarction and cardiogenic shock. The patient's underlying history and comorbidities were not shared. The patient had a va-ECMO, inotropes, and vasopressors ongoing prior to the cp pump being placed. The team was placing the hemostasis device perclose prior to the cp placement, for the "pre-closure", and dissected the artery. The delivery of the cp was aborted and the patient remained on va-ECMO alone. The intervention performed the remedy the harm was not shared. Vascular injury is a known risk associated with impella support as described in the instructions for use (IFU), and the "preclosure" technique with a perclose device is noted in the IFU and can be used by experienced operators and may reduce bleeding and vascular complications.

Manufacturer narrative:
H6 updated; a01 removed, a24 added. Corrected data d1 updated/corrected. The investigation is still ongoing.